Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated that water had entered the lcd screen. Part of the screen was damaged and turned black. Part of the alarm area was invisible. Functional usage was not affected. The iabp was returned to the customer and cleared for clinical use. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had damage to the lcd screen. There was no patient harm reported.